Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose levels at the time 316mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No further troubleshooting could be completed due to unresponsive buttons. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)